Event description:
A report was received that a patient would undergo pocket revision due to difficulty charging and discomfort.

Manufacturer narrative:
Additional information received indicated that the patient will undergo a pocket revision.

Manufacturer narrative:
Additional information received indicated that the patient will not be revised at this time.

Event description:
A report was received that a patient would undergo pocket revision due to difficulty charging and discomfort.

Event description:
A report was received that a patient would undergo pocket revision due to difficulty charging and discomfort